Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer and chronic obstructive pulmonary disease. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer and chronic obstructive pulmonary disease. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence potential dark carotene particles were found on the blower box outlet port. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes there was evidence of carotene particles were found on the blower box outlet port. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. There was no report of serious patient harm or injury. Section b1, b2, d9, g3, h1 and h6 has been updated in this report.